Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of an unspecified vessel after an interventional procedure. Reportedly, after the knot was advanced to the arterial surface and the tissue was in complete apposition, bleeding continued. The suture was removed and a perclose a-t was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant info.